Event description:
It was reported during a bowel resection by an unknown surgeon the initial firing of the tx60b stapler did not fire correctly. A new reload was placed and it worked fine. There was no consequence to the pt. The rep will follow up with the account for additional information. 02/04/1998 the rep reports the surgeon could not close the approximating handle and opened a new tx60b to finish the case.